Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer parent reported via phone call that they had a high blood glucose value of 450 mg/dl. Customer also reported that infusion set cannula was bent and insulin flow block alarm. Customer was performing 5.0 u fill test and indicate that insulin existed in the tubing and also able to remove set. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.